Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that the implant at tooth site #5 was removed due to peri-implantitis. Post operative appt due to pain. Symptoms as a result of the event: inflammation & pain.